Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? No. Did the device cut? No. Was there any difficulty opening the device jaws? Yes. Used manual override to open the jaw. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60g reload present. The reload was received partially fired 1/16. The reload was damaged and separated into three parts, the pan was dislodged and 21 drivers were missing. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The event would not reverse button force, difficult to open and would not reverse knife automatic could not be confirmed as the device performed without any difficulties noted. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a97w8j, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 553d98, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pneumonectomy procedure, it was observed that the device would not fire. It was further reported that the knife moved to the distal end but did not return automatically. They used manual override lever to return knife and removed the device. Changed to another one to complete the procedure. There were no adverse consequences to the patient. No additional information can be provided.